Event description:
It was reported that the user was out of their usual cd 23" 6 mm infusion sets following surgery, temporarily used an inset 23" 6 mm infusion set provided by their endocrinologist, and had been disconnected from the ilet for several hours until assisted with set application, after which insulin delivery resumed. Symptoms included hyperglycemia with readings reported as ¿high¿ and sustained levels above 180 mg/dl for approximately five hours, with device alerts for glucose above 300 mg/dl for over 90 minutes and no ketone testing or backup therapy used. Outcomes included temporary interruption of insulin delivery and elevated glucose without medical intervention or immediate health effects. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and an unclear cause for the hyperglycemia given the period of disconnection and change in infusion set type. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.